Event description:
It was reported that the ilet pump generated repeated alert 38 motor stall alarms, the user restarted the device multiple times, performed successful dry runs off-body to high volumes, and ultimately completed a full supply change with guidance, after which the issue did not recur; blood glucose values were reportedly unaffected and the user temporarily reverted to multiple daily injections. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with consecutive stalled motor alerts that was not reproduced during off-body testing and resolved after new supplies and site rotation. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.